Event description:
It was reported that the implant was dislocated and the surgeon will perform another surgery to reduce dislocation.

Manufacturer narrative:
It was determined that there was no evidence of prosthesis screw loosening. The condylar appeared in good anatomic relationship with the fossa. The device history records, including the manufacturing documents and inspection specifications, were reviewed. The device met all specifications. Overall, as the surgeon confirmed, this event was related to the patient's condition, and he had to debride the joint to have a better articulation. This event does not indicate device failure, malfunction, or other performance issues. This event is not associated with a product failure mode. Based on the investigation, there is no indication of any incorrectly working product or design, material, or manufacturing-related issue.

Event description:
It was reported that the implant was dislocated and the surgeon will perform another surgery to reduce dislocation.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.